Event description:
Customer reportedly received results of 311 mg/dl and 155 mg/dl approximately 2 minutes apart on the aviva system. No actions taken based on device results. No adverse event reported. The alleged product is not available to return for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.